Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 250ml exactamix eva tpn bags leaked from the port. This event occurred during preparation of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Three (3) samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing of the three returned samples revealed that one sample was leaking from the spike port cap. The reported condition was verified for one sample. The cause of the condition was not determined. This issue is being further investigated. A leak was not observed from the remaining two samples. The reported condition was not verified for two of the three samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.